Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's injury and deterioration was the result of inadvertent catheter perforation. Hemoptysis, hypoxemia, hypotension, vessel dissection/perforation, cardiogenic shock, clinical deterioration, and death are listed in the device labeling as potential complications / adverse events. Manufacturer reference#: (B)(4).

Event description:
A 77-year-old female with pulmonary embolism underwent a thrombectomy to address her acute-on-chronic thrombus. 10 aspirations were performed on the right pulmonary artery with little success. The physician decided to re-position to the left pulmonary artery but due to a dilated right heart, it was difficult to advance the catheter. Several combinations of catheters; the triever24 (t24), triever20 (t20), triever16 (t16), and triever 20 curve (t20c) were used to address the difficulty advancing. After 5 unsuccessful aspirations, the physician decided to make one additional attempt. However, the patient expressed that she was feeling hot. This was quickly followed by patient coding and the start of cardiopulmonary resuscitation (CPR). A cardiac tamponade was assumed, and the excess blood was aspirated with a cannula and given back with the flowsaver. Extracorporeal membrane oxygenation (ECMO) was implemented which stabilized the patient. The patient was later transferred to another hospital for emergency surgery to address a perforation in the right atrium. The surgery went well but the patient remains on ECMO. Post-procedure the inari account manager discussed the case with the physician who believes the perforation likely occurred when removing the t24 as they may not have had sufficient guidewire support.